Manufacturer narrative:
Further information was requested.

Event description:
It was reported that noise resulting in oversensing and automatic mode switch was observed on the atrial lead. The device was reprogrammed to resolve the event and the patient was stable.